Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(4).

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct date is 18-jul-2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. . The customer was able to able clear the alarm. The customer had received multiple power loss alarms when the batteries were out of the insulin pump less than 10 minutes. The customer received a power loss alarm. The device will be returned for analysis.